Manufacturer narrative:
B3.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.